Event description:
Acct. Reports that the "heplock split along the tube while in use". No pt. Injury reported. States set is used in CT and MRI department to inject contrast under pressure. Unsure of psi of pressure injector.